Manufacturer narrative:
Cylinder analysis: product analysis did not confirm a device malfunction. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction was not confirmed during the product analysis and the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. Pump analysis: product analysis confirmed a pump functional test failure. The pump failed the deflation test, which indicates that the ability of the pump to deflate the cylinders was diminished. Based on the reported events the pump deflation test failure is not the most probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not confirmed during the product analysis and the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. Reservoir analysis: product analysis did not confirm a product malfunction. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not confirmed during the product analysis and the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. Additional product component: model number/catalog number: 72404310 and 720185-01; serial number: null and null; batch/lot number: 1000113685 and 1000153748; model/catalog description: pump ms and reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient presented to the physician with severe pain at the site of implant and was also prescribed with antibiotics.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404310 and 720185-01, serial number: null and null, batch/lot number: 1000113685 and 1000153748, model/catalog description: pump ms and reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient presented to the physician with severe pain at the site of implant and was also prescribed with antibiotics.